Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests. No pump error was noted during testing; however, pump error is confirmed in the formatted history file due to a broken trace at the keypad assembly. No other unexpected audio, vibrate anomaly, absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm during self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.